Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " client reports false resistance, inconsistent results and some doubts in the interpretation of results".

Manufacturer narrative:
H.6. Investigation: a failure for false results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were experiencing a number of incorrect results, most specifically false resistance. A bd field service engineer (fse) was dispatched to the customer site to investigate. The fse reviewed the customer workflow, following the process from start to finish, and provided recommendations to the customer. The specific recommendations given based on observations were: 1) switch to cotton swabs, as it is noted that only cotton swabs are allowed for panel preparation when using the phoenix system, as the use of non-approved swabs can impact identification; 2) obtain a vortexer for fastidious strains, as the lack of vortexing can impact identification; and 3) use long tips for pipetting, as short tips can lead to contamination, which affects ast results and may lead to false resistance. No failures of the instrument itself were noted during this visit, and as such this is an unconfirmed failure of the instrument. The root cause is traced to the workflow concerns noted above. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for this instrument was reviewed and revealed no previous cases related to this failure mode. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "client reports false resistance, inconsistent results and some doubts in the interpretation of results".

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k020321, k040099, k131331.